Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, model: sc-2158-50, upn: (B)(4), serial: (B)(4), description: linear lead kit 50 cm.

Event description:
Device analysis performed on 2 returned leads revealed that both leads were fractured: lead sc-2158-50, sn (B)(4) revealed that all cables were completely broken at the bent kinked location of the lead. The bent kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The fractured cables at the clik anchor site resulted in the high impedances. Lead sc-2158-50, sn (B)(4) revealed that three cables were completely broken at the bent kinked location of the lead. The bent kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture location. The fractured cables at the clik anchor site resulted in the high impedances.